Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photo and one device. A visual inspection of the returned photo noted that the top of the body separation with the collar missing. The instrument was received partially applied with twelve remaining clips. Visual inspection of the instrument noted a bent pin near the clip trigger. A separation of the body halves was observed. The condition of the instrument precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set up for a laparoscopic cholecystectomy, the technician tried to load a clip. When they did, the instrument broke and fell apart in their hand. They opened another device to complete the case. There was no patient injury.